Event description:
It was reported that there were no problems at pre ivus. During the second imaging the imaging balloon catheter could cross the lesion but could not be pulled back. The catheter was eventually removed with the guidewire as a unit. The same guidewire with a new catheter of different model from the same manufacturer were used and the procedure was completed. There was no report of patient injury or adverse event. It was reported that the patient remained in stable condition and was released from the hospital as scheduled.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the manufacturer. During examination, it was observed that the rx guidewire exit port was torn. A kink approximately 20.0 cm from the distal end was observed on the device distal shaft. Some resistance was felt during the guidewire movement test as the guidewire reached to the observed kink; however, the guidewire did not get stuck inside the catheter at any point. No damage was observed on the guidewire lumen inside the balloon and no damaged or abnormalities were found in the scanner. The torn rx guidewire exit port is likely a result of efforts to remove the guidewire from the catheter. The IFU warnings for the imaging balloon catheter states that: "if abnormal resistance while operating the catheter is sensed or if the catheter should become stuck within the blood vessel, be sure to extract the guide wire, the ivus catheter, and the guiding catheter, without pulling with excessive force. There is a risk of injury to blood vessels, catheter breakage, or rupture.: the IFU precaution also states: "in the event that the guidewire in the blood vessel becomes stuck in the catheter and becomes inoperable, carefully and slowly remove the both the catheter and guidewire together." The physician followed the IFU and discontinued use of the device, with no impact to the patient. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. No further action is required.